Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of over 400 mg/dl. The customer blood glucose level was 405 mg/dl at the time of incident and the current blood glucose level was 308 mg/dl. The customer did not provide details regarding symptoms of high blood glucose. Customer treated with insulin pump and manual injection. Customer states that the drive support cap appears normal. High pressure test was performed and passed. The insulin pump will not be returned for analysis.